Event description:
During routine testing, the user found that the defibrillator would not charge. There was no harm to the pt. Testing disclosed two leaky capacitors in the defibrillator assembly. The entire capacitor bank was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.